Event description:
The user facility reported that the procedure was a right femoral angioplasty. Common femoral artery widely patent. Profunda femoris, mild stenosis; superficial femoral artery (sfa) and proximal popliteal artery diffusely diseased with multifocal areas of mild-moderate stenosis. Two 6fr angio-seal devices were attempted as the patient was receiving heparin infusion. Scrub nurse attempted to connect the angio-seal (as) sheath and dilator, however, did not hear a click and the dilator did not lock into the sheath. A second angio-seal kit was opened, and the dilator was inserted into the sheath. A click was heard, and it appeared to lock into place. As physician was advancing the sheath/dilator over the wire they separated, and the sheath advanced ahead of dilator prior to entry into artery. The physician decided to remove and hold manual compression after two failed attempts. After 20 minutes it was noted that a "small football sized" hematoma was forming. Additional pressure held for a total of 40 minutes. Computed tomography (CT) was completed and noted a large hematoma in the subcutaneous tissue. No extravasation from artery. The physician's impression was that the sheath advancing ahead of dilator caused tissue trauma and possibly ruptured small arterial branch in subcutaneous tissue. The large hematoma required additional manual compression and patient admission. The estimated blood loss was less than 250cc. The procedure was completed successfully. The patient died at 2:34am on (B)(6) due to a myocardial infarction (mi). Additional information was received on 08 dec 2022: a pre-deployment angiogram was done, and nothing noted that would indicate not to use the angio-seal device. The patient was of indigenous descent.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The complaint was able to be confirmed for difficult insertion into the artery. The exact root cause was unable to be determined. The likely cause was determined to have been a potentially affected device and user technique. The main contributing factor was determined to have been user technique, as severe injury to the patient should not occur despite separation of sheath and locator. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no 2 to correct section h1 as serious was inadvertantly checked on follow up no 1 submission when it should have been checked as death.

Event description:
A discussion was undertaken with (B)(6) to evaluate issues related to the placement of an as device following a peripheral angiogram. The angiogram was performed by (B)(6) on an elderly female with significant underlying vascular disease and multiple comorbidities in anticipation of a bka (below knee amputation) planned for the following day. There were technical issues during the placement of the angioseal resulting in inability to deploy the device and manual compression was required to obtain hemostasis. Despite the presence of a resulting hematoma, hemostasis was successful without evidence for hemodynamic abnormalities or need for transfusion. The patient underwent successful bka on the following day and suffered a post operative fatal myocardial infarction on post-operative day #1 according to (B)(6). He confirmed that the cause of death was a complication of major surgery (bka) and unrelated to the hematoma resulting from inability to deploy the closure device at the time of angiography.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information in section b5.